Manufacturer narrative:
(B)(4). Additional information:the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported nor was it reported if an autopsy was performed. It was not reported if the patient was hospitalized prior to death. It was reported the same date as death, extraneal and physioneal therapies were withdrawn prior to death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1943. Should additional relevant information become available, a supplemental report will be submitted.